Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.date implanted - sometime in 2004.

Event description:
It was reported that patient underwent a total hip arthroplasty in 2004. Subsequently, a revision procedure was performed on an (B)(6), 2015 due to pain. During the procedure, the acetabular liner and modular head were replaced.